Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2024, it was reported that patient faced infusion set leak from site. The infusion set was in use for two days. No further information available.